Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. There is no reported defect.

Event description:
It was reported that bd introsyte¿ introducer infection within 24-48 hrs of device use. The following information was provided by the initial reporter: infection (within 24-48 hours after insertion) - no delay in therapy.